Event description:
It was reported that the sterility cap of a large volume infusor was missing. This issue was discovered after opening the packaging at the hospital. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured between april 27, 2021 - april 28, 2021 the device was received for evaluation in its original but opened primary product package. Visual inspection with the naked eye noted the sterility cap (fill port cap) was missing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.